Event description:
Pt found with venous line separated from the venous port of subclavian catheter an hour after treatment was initiated. Fifteen minutes prior to incident, pt was placed on trendelenburg position because of poor catheter flow. Blood flow rate was decreased to 300 cc/min. Pt's left side of shirt soaked with blood, and on the floor with estimated blood loss of 500 cc. Pt remained alert, conscious throughout but complaining of feeling faint, dizzy and short of breath. Normal saline (total of 1100cc) and oxygen administered. 911 called. Pt transported to hospital ER and was released. Pt returned to unit in the afternoon for dialysis treatment.